Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Product was returned and the return evaluation found that the most likely underlying cause documented in the onbase per the independent repair center statement ((B)(4)) is defined as: frozen shaft.

Event description:
The compressor is running but there is no air coming out.